Event description:
Hcp reported a catheter break, discovered 6 months into clinical study when no csf was obtained during routine procedure. Contrast study showed broken catheter with part of catheter remaining in the intrathecal space. A new catheter was placed. Hcp reported no patient complication.